Event description:
It was reported that the patient had a surgical evaluation of the vns generator and lead. It was reported that no revision or replacements took place for the patient as the family indicated that they did not want surgery performed to the patient's neck site. The patient's surgeon wanted to determine if the patient's lead was broken or if the patient's lead pin was not inserted completely. The surgeon disconnected the lead pin, irrigated into generator port, plugged in a test resistor and the first impedance reading came back as low impedance, however the low impedance resolved once the excess fluid was vacuumed out and was not indicative of device malfunction. The lead impedance was within normal limits when the system diagnostic test was performed with the test resistor. The surgeon connected the generator back to the leads and the impedance value was high. The surgeon made the medical decision not to replace the patient's leads and left the existing generator implanted with the output currents disabled as a result of the high impedance. It was reported that the surgeon believed the leads to be broken due to the high impedance persisting after the generator with the test resistor provided impedance within normal limits. No further known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's vns less than a year after the generator was implanted. The physician indicated that the patient's generator was disabled due to the high impedance. It was reported that the patient had not experienced any trauma or manipulation to the device and that they are referred for surgery to assess the lead. It was also reported that the patient no longer felt stimulation. No known surgical intervention has occurred to date. No further relevant information has been received to date.